Event description:
During follow-up, inappropriate low voltage output was observed on the device following an MRI procedure. The device was explanted due to normal battery depletion. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Analysis of the device did not identify any malfunctions. The device was received with normal telemetry, battery voltage level above the elective replacement indicator (eri), and normal current drain. The device was tested on the bench and no mechanical, electrical and functional anomalies were observed. Impedance measurements with test leads, and the device¿s sensing, pacing and high voltage (hv) output delivery functions were found to be normal. The device functioned appropriately, and no output issues were noted. The cause of the field event could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate low voltage output was observed on the device following an MRI procedure. The device was explanted due to normal battery depletion. The patient was stable and there were no adverse consequences.